Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported low blood glucose reading. Customer reported that the insulin pump was alarming due to high blood glucose but was not having high blood glucose. Customer took insulin and had low blood glucose og 50 mg/dl. Customer stated the readings were off. Troubleshooting was done. No further info provided.